Event description:
The customer initially reported that their device was displaying its charge-pak and attention icons. After an evaluation of the device, it was observed that one of the internal hlc batteries would not retain a charge. With one of the internal hlc batteries not retaining a charge, it puts additional pressure on the other two batteries which will deplete the other two batteries at a faster rate. This could lead to the device not having the ability to provide effective defibrillation therapy, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issue. The cause of the reported issue was determined to be a damaged hlc battery, designator bt3 from the analog pcb assembly. The hlc battery would not retain a charge. It is unknown how the battery became damaged to a point where it would not retain a charge. The customer received a replacement device.